Manufacturer narrative:
The investigation into the patient's access site bleeding and delivery issues has been completed. The product was not returned for evaluation. The root cause of the delivery issues - anatomy is most likely due to the patients diseased vessels, and the root cause of the access site bleeding - major is most likely due to use as the surgeon nicked the vein and intervention was required.

Event description:
The us complainant reported a 61-year-old male patient was implanted with an impella 5.5 for care escalation from an impella cp. During the procedure, the impella 5.5 delivery failed due to anatomic limitations at the right axillary. The access site was therefore abandoned and the team planned for left axillary. The team later had to treat the access site as a vein was damaged during the access attempt. Blood products and surgical repair was noted to have been needed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿